Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had a a21 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the alarm occur after inserting a new battery. The customer was advised that the insulin pump experienced an expected restart. The patient was advised to monitor insulin pump and call back if issues recur.